Event description:
Customer reportedly difficulty ventilating the pt. Flow sensors and holder were noted to be partially dislodged from the machine. There was no reported pt injury. Ge healthcare's investigation into the reported occurence is still ongoing. A f/u report will be issued when the investigation has been completed.